Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit is alarming. The key failure is manifold valve assembly is leaking. Additional reason for repair is unit alarms not functional due to power switch short circuiting.